Event description:
Exeter modular broach handle not holding rasp. Disengaging from broach when surgeon attempting to remove broach from femoral canal. An identical broach handle was available in the instrument set and used to complete procedure.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there has been (B)(4) other event for the lot referenced. Visual inspection: inspection indicated there are many impaction marks on the device. Dimensional inspection: the device was assembled with an accolade broach. There was play between the devices, confirming the reported event. Functional inspection: dimensional inspection not performed as the function analysis confirmed the reported event. The event was confirmed. If additional information becomes available, this investigation will be reopened. No material or manufacturing defects were observed on the device features examined.

Event description:
Exeter modular broach handle not holding rasp. Disengaging from broach when surgeon attempting to remove broach from femoral canal. An identical broach handle was available in the instrument set and used to complete procedure.